Event description:
Per the clinic, the patient experienced an infection at the implant site prior to the explantation of the device. The patient was treated with 3 courses of oral and topical antibiotics (specific date and duration not reported).

Event description:
Correction: the date of awareness is may 03, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to skin breakdown. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.